Manufacturer narrative:
The root cause analysis was completed after the first submission. The investigation results were updated as follows: the DHR file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no. Non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. There were no. Samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Although an exact root cause could not be determined without a sample it was determined after reviewing the process that the most likely root cause is due to an inadequate out cut. A root cause for the reported condition cannot be specifically identified. As part of an ongoing project this product was discontinued, due to low sale volumes therefore these items will not be fitted with enfit adaptors as part of project and has corrective action will be limited to the manufacturing awareness. As a preventive action the tool for punch process in similar products will be modified to prevent this type of issue and validated through a formal corrective and preventative action (CAPA) if additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported by the local regulatory body (B)(6) that a patient had a gastric perforation. It seems the perforation was made by the feeding tube. It was necessary for a surgical reparation.

Manufacturer narrative:
Investigation: the patient had a gastric perforation. It seemed the perforation was made by the feeding tube. The unit was manufactured on 08/07/2014 in suction assembly line no multivac. The DHR file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no not-conforming issues reported during the production of this product for a similar condition as reported in this complaint. There were no samples submitted with this complaint. Complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed. The exact root cause of the reported condition stated by the customer could not be determined due to sample was not provided. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. Additionally, this product was discontinued. Due to low sales these items will not be fitted with enfit adaptors as part of project free. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.